Manufacturer narrative:
A getinge service territory manager (stm) visited the customer location for different issues and evaluated the iabp., and upon powering up the iabp, the stm confirmed the reported error in the file logs, but was unable to reproduce the issue. The stm determined that the iabp seemed to be working as it should. Further evaluation was not performed by the stm because the customer elected to repair the iabp themselves as it would be a billable call if getinge perform the repairs. However, based on the limited evaluation of the stm, he suspected that it was simply a matter of recalibrating the shuttle transducer and advised the customer biomedical engineer (biomed techs) of his recommendations. Should this be beyond their abilities, the customer was advised to open a service call and let getinge handle it. Otherwise it would be up to the biomed techs in the shop to troubleshoot and determine root cause. In a subsequent follow-up with the customer, the customer did confirm that the getinge service representative came in and check out the iabp, and he was unable to find anything wrong with it. The customer also advised that the iabp failed again the following month on a patient for a different issue, but it was not repaired since the getinge representative found nothing wrong; therefore, it was returned to clinical use then failed again for false alarms. We have asked the customer to send us additional information on the subsequent failures mentioned herein, and any information received will be documented separately as new event(s) when provided by the customer.

Event description:
It was reported that during in-service training the, cs300 intra-aortic balloon pump (iabp) emitted a high pitch sound and displayed error message "electrical test fails # 53". There was no patient involved. And no adverse event was reported.

Manufacturer narrative:
The customer requested getinge's service of the iabp due to the errors which their internal biomedical engineer was unable to resolve. Subsequently, a getinge service territory manager (stm) evaluated the iabp and was unable to reproduce any error. The user has reportedly been clearing the error codes making it difficult for the stm to verify any error. The stm reported that all calibrations ran without errors and recommended to the user not to clear error codes going forward. The stm then completed full calibration, functional testing and safety checks to factory specifications. The iabp passed all functional and safety tests per factory specifications and was returned to the customer for clinical use.

Event description:
It was reported that during in-service training the, cs300 intra-aortic balloon pump (iabp) emitted a high pitch sound and displayed error message "electrical test fails # 53". There was no patient involved. And no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer has not requested getinge to evaluate the iabp. If additional information is made available, a supplemental report will be submitted.

Event description:
It was reported that during in-service training the, cs300 intra-aortic balloon pump (iabp) emitted a high pitch sound and displayed error message "electrical test fails # 53". There was no patient involved. And no adverse event was reported.